Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after ablating for 8 mins, the pt complained she felt heat burn on her right thigh. The radiologist stopped treatment immediately to change the grounding pad. There was a pad site burn on pt's right thigh. The burn area was described as red and swollen, and not serious. Medical personnel treated the area with ice.